Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient that was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare professional believes the device was not working because the patient cannot go to the bathroom and they have already had to cath them twice today and may just need to put a new ¿welling¿ catheter in. The patient was admitted to the hospital at the time of the call. The healthcare professional mentioned that the patient ¿got like 800 in and cant go¿. The healthcare professional assumed the patient must have been having issues prior to coming to the hospital since they arrived with a foley catheter in. The healthcare professional stated that a manufacture field representative was supposed to come to the nursing facility to check the ins but the nursing facility was unaware of this. The healthcare professional was transferred to the medtronic national answering service. No further complications were reported.